Event description:
It was reported per market research/voc that three days following device activation three years ago the patient experienced swelling and infection, the infection subsided and the device was not working well with an artificial urinary sphincter (aus). The aus remains implanted and active.